Event description:
A report received from the USA stated an 840 ventilator experienced a device alert which rendered the ventilator inoperable. There was no pt involvement.

Manufacturer narrative:
A covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The tse recommended performing a ground isolation test. The user facility reported the extended self-test passed and could not duplicate inoperative condition. (B)(4).